Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s spouse came home at 4:00 pm and found the patient asleep in bed. She stated that the patient as cold to touch and he began to have a seizure. She checked the cgm and it was displaying 130 mg/dl. She took a finger stick and the bg meter was displaying 30 mg/dl. She attempted to give the patient a glucagon shot and glucose tablets and called 911. When the emergency medical technician¿s (emts) arrived, they checked the patient¿s blood glucose and the meter was reading 24 mg/dl. They treated the patient with glucose via intravenous (IV) therapy and glucophage tablets. After one hour, the patient was transported to the hospital where they were treated and released the same night when their blood sugar was stable. Data was provided for evaluation. Confirmation of the allegation was undetermined, and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.